Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. Analysis confirmed the reported problem that when shutting down the system there is an error message stating "intel network adapter preventing system from going into standby." Patient data was removed, corrupt database was cleared and a virus scan was completed. Once reloaded, the computer functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a mobile view station (mvs) computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when shutting down the imaging system, a "internal network adapter preventing system from going into standby" error message is displayed. It was reported that the system displays this error message when shutting down the system. There was no patient present at the time of the issue.